Manufacturer narrative:
Reader (B)(6) was returned and investigated. Visual inspection was performed on the returned reader and no issues were observed. Reader passed the audio and vibration test. Isf (interstitial fluid) log data was downloaded from the returned reader using approved software. Alarms observed does not coincide with high/low limits. The known good sensor was activated with the returned reader and signal and sound icons were observed as activated. Waited for few minutes to ensure that there was no disruption in the ble (bluetooth) connection between the devices. Reader was connected to software and isf (interstitial fluid) command was sent. First 5 ble (bluetooth low energy) packets were successfully received. The blc count and rssi value (received signal strength indicator) were present for all packets. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified screen setting issue was reported with the abbott diabetes care (adc) device. The customer experienced hypoglycemia and was unable to self-treat, requiring third-party administration of oral glucose for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified screen setting issue was reported with the abbott diabetes care (adc) device. The customer experienced hypoglycemia and was unable to self-treat, requiring third-party administration of oral glucose for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, the product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader met specifications prior to release to distribution. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified screen setting issue was reported with the abbott diabetes care (adc) device. The customer experienced hypoglycemia and was unable to self-treat, requiring third-party administration of oral glucose for treatment. There was no report of death or permanent impairment associated with this event.